Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) called for (B)(6) because she had been hospitalized and remained on pump therapy but when she was transferred to another facility they did not disassemble the pump beforehand and she is concerned the pump may have been exposed to leaked insulin as a result. She saw liquid in the screen and it smelled heavily of insulin. Product is expected to return.